Manufacturer narrative:
The event is currently under investigation.

Event description:
Verzini, fabio, md, phd, febvs et al; "fourteen-year outcomes of abdominal aortic endovascular repair with the zenith stent graft." Society for vascular surgery 2016; 1-12. The objective of the study was to investigate the long term outcomes of endovascular aaa repair (evar) using the zenith endograft, still in use without major modification, in a single center experience. Of the 610 patients who participated in the study, 567 (93%) of them were male and the average age of the patients was 73.7 years. The article states that in 10 cases iliac limb occlusion developed during follow up. No intervention was reported.

Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
Verzini, fabio, md, phd, febvs et al; "fourteen-year outcomes of abdominal aortic endovascular repair with the zenith stent graft." Society for vascular surgery 2016; 1-12. The objective of the study was to investigate the long term outcomes of endovascular aaa repair (evar) using the zenith endograft, still in use without major modification, in a single center experience. Of the 610 patients who participated in the study, 567 (93%) of them were male and the average age of the patients was 73.7 years. The article states that in 10 cases iliac limb occlusion developed during follow up. No intervention was reported.

Manufacturer narrative:
Investigation - evaluation : a review of documentation, complaint history, quality control and instructions for use (IFU) was conducted during the investigation. The complaint device was not returned therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There the lot number of the device is not known; accordingly a review of the device history record could not be conducted. Due to this product only being one per lot number no other complaints would be associated with this complaint. The device is shipped with an instruction for use (IFU) that describes the indications for use, contraindications, warnings, precautions, and correct deployment procedure. Per the IFU " vessels that are significantly calcified, occlusive, tortuous or thrombus-lined may preclude placement of the graft and/or may preclude placement of the endovascular graft and/or may increase the risk of embolization. All patients should be monitored closely and checked periodically for a change in the condition of their disease and the integrity of the endoprosthesis. Inaccurate placement and/or incomplete sealing of the graft within the vessel may result in increased risk of endoleak, migration or inadvertent occlusion of the renal or internal iliac arteries. Incorrect deployment or migration of the endoprosthesis may require surgical intervention. As the sheath and/or wire guide is withdrawn, anatomy and graft position may change. Constantly monitor graft position and perform angiography to check position as necessary." Based on the information provided, no product returned and results of the investigation, a definitive root cause could not be determined. Per the quality engineering risk assessment no further action is required. Monitoring for similar complaints will continue.